Event description:
End user states: "that the cushion doesn't stay in place and falls off his seat and when it falls he hits his leg on the metal part of his chair which he stated is very painful for him."

Manufacturer narrative:
No RMA has been initiated for this issue. Model itfm, serial number/date code (B)(4). The owner's manual part number 1141447 rev 8 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the cushion falls off of the chair.